Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Please reference reporting # 3003902955-2/8/19-r-001. The actual device has not been returned for evaluation. Therefore the investigation was based on the photo received and retention samples. The photo showed 4 pieces partially opened blister needles. The opened blister is confirmed to be near the hub area. The samples were confirmed to have a narrow seal width which measures 1mm and observed to be in an opened condition (on side only) as the opening was triggered when the product was separated from the sleeve. The retention samples were visually checked and confirmed free from occurrence of open package. The seal width of the individual packages was confirmed to be within specification. Based on the appearance of the open seal, the failure occurred brought about by a narrow blister seal width. There was an abnormality during the needle c line packaging process brought about by an inadvertent mechanical adjustment at sealing area affecting the alignment of individual blister cutting which resulted to a narrow sealing width which created an intermittent open seal. Based on records, there have been a significant occurrences of blister seal having minimum width with corresponding actions such as interchange of sealing rubber, film tension adjustment, replacement of sealing rubber and replacement of teflon tape on sealing rubber. However, the issue may have likely persisted such that the operator decided to adjust the sealing rubber holder 1.0mm towards the forming unit. Although product confirmation or verification was made after the adjustment where the blister seal width may have improved, but during continuous running narrow seal width could have occurred that resulted to open seal, which was not apparently detected in the in-process inspections or succeeding process inspections (product confirmation etc). Based on the abovementioned, together with the inspection result of selected remaining inventory lots from june 2018 to december 2018, it can be concluded that the narrow seal width with open seal started on june 30th, 2018. This issue has been escalated to CAPA (CAPA# (B)(4)) to further confirm our investigation and to verify the effectiveness of the implemented corrective action. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the blister package was not tightly sealed. Therefore the sterilization condition could not be kept.